Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fraction of essure coil on the left, portion remaining in the left uterine fundus/excision of the small fragment of essure coli/dislodged fragment of the essure device,'), device dislocation into abdominal cavity ('majority of the left coil has migrated and is present in the right abdominal cavity/portion of embedded abdominal coil.') And device dislocation ('portion remaining in the left uterine fundus') in an adult female patient who had essure (batch no. Efees305r1-inv,12381250) inserted for female sterilisation. The patient's medical history included parity 2, amenorrhea, pelvic adhesions, chronic headaches and hepatic cyst. Previously administered products included for an unreported indication: provera. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy including excision of essure coil). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation into abdominal cavity and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation into abdominal cavity and device dislocation to be related to essure. The reporter commented: right side had 3-1/2 (three & half) coil remaining in the uterus and 04 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: -fractured left tubal occlusion device with the majority of the fragment situated in the right lower quadrant.. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage, embedded device, device dislocation. Lot number reported (efees305r1) is not valid. Lot number: 12381250 manufacture date:2008-12 expiration date: 2010-08 valid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received: event injury updated to new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fraction of essure coil on the left, portion remaining in the left uterine fundus/excision of the small fragment of essure coli/dislodged fragment of the essure device,'), embedded device ('majority of the left coil has migrated and is present in the right abdominal cavity/portion of embedded abdominal coil.') And device dislocation ('portion remaining in the left uterine fundus') in an adult female patient who had essure (batch no. Efees305r1, 12381250) inserted for female sterilisation. The patient's medical history included parity 2, amenorrhea, pelvic adhesions, chronic headaches and hepatic cyst. Previously administered products included for an unreported indication: provera. On (/b)(6) -2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy including excision of essure coil). Essure was removed on (B)(6)-2019. At the time of the report, the device breakage, embedded device and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure. The reporter commented: right side had 3-1/2 (three & half) coil remaining in the uterus and 04 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: -fractured left tubal occlusion device with the majority of the fragment situated in the right lower quadrant.. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage, embedded device, device dislocation. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: previously reported event: 'essure removal-yes' was replaced by 'dislodged fragment of the essure device'. Event: 'portion remaining in the left uterine fundus' and 'majority of the left coil has migrated and is present in the right lower quadrant' were added. Lot number, medical history, lab data, patients date of birth, reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fraction of essure coil on the left, portion remaining in the left uterine fundus/excision of the small fragment of essure coli/dislodged fragment of the essure device,'), device dislocation into abdominal cavity ('majority of the left coil has migrated and is present in the right abdominal cavity/portion of embedded abdominal coil.') And device dislocation ('portion remaining in the left uterine fundus') in an adult female patient who had essure (batch no. Efees305r1inv,12381250) inserted for female sterilisation. The patient's medical history included parity 2, amenorrhea, pelvic adhesions, chronic headaches and hepatic cyst. Previously administered products included for an unreported indication: provera. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy including excision of essure coil). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device dislocation into abdominal cavity and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation into abdominal cavity and device dislocation to be related to essure. The reporter commented: right side had 3-1/2 (three & half) coil remaining in the uterus and 04 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6)2018: fractured left tubal occlusion device with the majority of the fragment situated in the right lower quadrant. Concerning the injuries reported in this case, the following were reported from patient¿s medical record: device breakage, embedded device, device dislocation. Lot number reported (efees305r1) is not valid. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 5-jan-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.